Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, micro puncture and ultrasound guidance were utilized to gain centrally positioned access. The right common femoral artery was 7.3mm, with mild calcification, mild anterior wall calcification, and no tortuosity, with a deployment depth measurement of 6cm + 1cm. No issues were encountered advancing and withdrawing the 14f expandable procedural sheaths. Prior to closure activated clotting time (act) was 268, and heparin was administered. Following a tavr procedure, an 18f manta was deployed to the measured depth for closure and hemostasis was immediate. However, a contralateral angiogram indicated a dissection in the right femoral artery. Dissections are a common large-bore procedural complication. Therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The vascular surgeon was called in for surgical intervention to explant manta and repair the dissection flap, restoring flow. The IFU lists potential adverse events related to the deployment of vascular closure devices including ischemia of the leg or stenosis of the femoral artery, local trauma to the femoral or iliac artery wall, such as dissection, accidental positioning of some or all the collagen plug within the femoral artery, leading to stenosis and other access site complications possibly requiring endovascular intervention.

Event description:
It was reported that: "tavr procedure performed by md. Right femoral artery access utilized. Post procedure, manta device deployed per IFU. Immediate hemostasis obtained. Contralateral angiogram performed, identifying a dissection in the right femoral artery. Repair of the vessel performed by vascular surgeon. Patient remained stable throughout the procedure."

Manufacturer narrative:
Qn# (B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after invesigation.

Event description:
It was reported that: "tavr procedure performed by md. Right femoral artery access utilized. Post procedure, manta device deployed per IFU. Immediate hemostasis obtained. Contralateral angiogram performed, identifying a dissection in the right femoral artery. Repair of the vessel performed by vascular surgeon. Patient remained stable throughout the procedure."